Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead threshold was high, and it was noted the patient had experienced phrenic nerve stimulation previously. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.